Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, restenosed lesion in the mid superficial femoral artery (sfa). With the use of a guideliner, plain old balloon angioplasty (poba) was performed with the 5x200 mm armada 35 in the left sfa. Then the device was used in the right sfa; however, a leak of contrast was observed in the luer, at the proximal end of the catheter. High pressure could not be maintained and therefore, more contrast was used. The indeflator was replaced with a syringe and the procedure was completed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported complaint related to a leak at the hub was able to be confirmed through device analysis. It is likely due to a failure of the bond, allowing fluid to leak out the hub connector. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related leaks was noted by the manufacture. Further assessment of this issue per site operating procedures is being performed. Corrective and preventive actions to address this issue will be implemented and the performance of these devices will continue to be monitored.